Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on a homechoice (hc) device during dwell 2 of 3. The home patient (hp) was connected at the time of the alarm. Troubleshooting revealed that the hp disconnected an empty supply bag during therapy while leaving the clamp open. A technical service representative (tsr) reviewed proper procedures with the hp. The hp planned on using continuous ambulatory peritoneal dialysis (capd) to complete therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the home patient reported disconnecting an empty supply bag. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.